Event description:
Inserting a bard access systems 5 fr. Dual lumen powerpicc to right brachial vein. Peripherally inserted central catheter (PICC) line was observed going down to the superior vena cava per 3cg sherlock technology. Intrathoracic wave form was not visible on monitor. Removed 3cg inner wire to recalibrate. Upon visualization, the last 4 cm of the inner wire were observed hanging off of the rest of the wire. A new wire was retrieved to finish the proper placement of the PICC line. Chest x-ray was taken and no foreign object was visualized in the chest cavity.